Event description:
It was reported that during an ablation but tip broke off in patient. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. B3: event year only reported: 2023. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what the broken probe tip removed from the patient? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. Additional information was requested and the following was obtained: was the broken probe tip removed from the patient? The physician's post case asked if it was MRI safe so I assume it was not removed. What is the location and size of the tumor being treated? Liver, size unknown. What was the probe insertion approach? Unsure if open or lap. Was there any resistance during probe insertion? Unknown. Were any lateral forces applied during probe insertion? Unknown. Are there any intentions/plans of retrieving the broken piece from the patient? I don't believe so as accounted wanted to confirm if MRI safe. What is the patient's current status? Case was completed. Call home revealed multiple reflected power errors. No device will be returned to neuwave since it was discarded. The potential cause is unknown. A search of nonconformities (ncs) was performed for lot ml22077920. There were no observed nonconformities for this lot. Manufacture date: 7/1/2022. Expiration date: 3/31/2026.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2023. The photo was reviewed. This displays a probe with a broken probe tip. No serial number was included.